Event description:
It was reported that the original cataract surgery was complicated by small capsule break without vitreous loss. Reportedly, the lens was well centered and positioned day 1-3. However on day 4, the lens was noticed to be dislocated. Surgeon indicated patient had high intra-ocular pressure after surgery which caused extension of capsular tear. The lens was exchanged on (B)(6) 2015 with another model lens. Patient's current status post iol exchange and vitrectomy, still healing but excellent progress. This report refers to the patient's right eye. No info has been provided regarding the injector used during lens implantation. Additional info has been requested, but no further clarification of the event has been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.